Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) reached 570 mg/dl and a correction bolus was used to address the bg. Reportedly, the infusion sets were changed to address the issue and insulin delivery was resumed. Customer reverted to manual injections for insulin therapy.